Manufacturer narrative:
A field service engineer (fse) was dispatched to the site who inspected unit. Checked temps, all in specifications. Fse ran precision on one level of control and one patient. Fse replaced diluent syringe assay, substrate nozzle, assay, wash supply valve and adjusted wash nozzle z height. There were several stuck cups in the table and the bf wash syringe was broken. The wash probe was not installed correctly, with the probe being off center from the bracket and the vacumn line installed incorrectly causing the probe to be in the up postion at all times. The new wash syringe replaced, and wash probe repaired with good results. No further action required by fse. The probable cause of the event was broken wash syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported ds flag acct mix diluent fluid with their aia 360 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for lh ii and fsh patient result.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.